Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly switched to manual mode, cycled power, and resolved the reported complaint. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare performed a checkout of the device and a review of the logs. The logs revealed a display unit communication error that was resolved by cycling the power. The reported complaint could not be duplicated. No further actions are planned at this time.